Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was 97mg/dl. The customer was assisted with troubleshooting. . Customer reports they were able to clear the alarm and able to rewind the pump. Assisted customer to performed self test which was not passed. Customer stated during self test insulin pump receive hardware low level failures alarm. Advised customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08670 inches. No unexpected software error or hardware low level failures alarms occurred during testing however, the downloaded history files confirmed software error (line number 3508 file number 26) due to a software error and hardware low level failures (variable 3) alarms due to broken pin 6 (sda) trace at on the keypad assembly.